Manufacturer narrative:
G2: the country of the event is china. H3. Device evaluation summary: product analysis #(B)(4) lot# h5658403 visual and macroscopic inspection confirmed the threads of the screw have been damaged. The thread crest and flank damage appear to have initiated at the start of the thread and is consistent around the damaged portion of the thread. This is consistent with misalignment of the mas and set screw threads during construct assembly. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding screws and a rod used in cervical spine tumor resection and internal fixation therapy for cervical spine tumor. Levels implanted: c4-c7 it was reported that the two screws could not be locked after the set screws were installed. After the crosslink rod was kinked once, it could not be restored, so the operation was completed with a replacement of the same model of the medtronic product. No further complications were reported/anticipated. Additional information was received. It was reported that the rod couldn't be folded back into the patient after being bent intra-op erative. No patient symptoms were reported.